Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that when this infant flow sipap device was powered on, the ac power indicator was not on. The output of power was reportedly okay, but the unit's screen was intermittently flashing. The customer stated that there was no patient involvement associated with this reported issue.